Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the insulin pump had power error detected alarm. The blood glucose was 6.8 mmol/l at the time of the incident. The device will be returned for the analysis.

Manufacturer narrative:
No unexpected low battery alerts, replace battery alerts, replace battery now alarms or power loss alarms noted during testing. Device passed displacement test and active current measurement. Power error 25 and high sleep current measurement during testing. After disconnecting and reconnecting and monitoring, the device functioned properly. Power error 25 due to connector resistance issue. Device received with high sleep current measurement due to connector resistance issue. Pump error 63 alarmed during selftest due to poor solder joints on the electrical board.